Event description:
It was reported that during an arteriovenous fistulogram procedure, a balloon rupture occurred. The procedure treated the 60% stenosed target lesion located in an arteriovenous fistula of the right arm. There was no vessel calcification or tortuousity. A 10x40mm mustang balloon was advanced for treatment, but the balloon ruptured on the second inflation at 10-12 atms and then pulled apart at the distal markerband into two pieces. The balloon stayed on the catheter and was removed with the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during an arteriovenous fistulogram procedure, a balloon rupture occurred. The procedure treated the 60% stenosed target lesion located in an arteriovenous fistula of the right arm. There was no vessel calcification or tortuousity. A 10x40mm mustang balloon was advanced for treatment, but the balloon ruptured on the second inflation at 10-12 atms and then pulled apart at the distal markerband into two pieces. The balloon stayed on the catheter and was removed with the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: examination of the returned device noted that the balloon material was torn circumferentially at approximately 40mm distal to the proximal transition zone. It was noted that the balloon was torn longitudinally along the proximal portion for a distance of 40mm. The distal portion of the balloon is attached to the distal tip and is turned inside out over the tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).